Manufacturer narrative:
The lot number was provided for 14 out of 18 reported malfunctions, therefore, a lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however,medical records were provided and reviewed for all the 18 malfunctions. Therefore, the investigation of all the 18 reported malfunctions were confirmed for the alleged perforation. The definitive root cause could not be determined based upon available information. The devices were labeled for single use. (Corporate lot no: gfxe3417,gfzd4280,gfyj2997,gfzc3714,gfyi2677,gfzg3105,gfyd3281,gfyc3737, gfzd4317,gfzd4279,gfbs3594,unknown).

Event description:
This report summarizes 18 malfunctions. A review of the reported information indicates the model dl900j vena cava filter allegedly experienced filter perforation. The report was received from various source. All the 18 malfunctions were involved patients with no known impact to the patient. Of the 18 reported malfunctions, 12 male patients ages were ranged from 36 to 77 years old and 6 female patients ages were ranged from 51 to 83 years old. Two patient's weight are ranged from 209 to 235 pounds. The remaining patient's weight were not provided.